Event description:
It was reported that the patient is a (B)(6) male (58 kg) patient underwent an atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered ventricular fibrillation which required drainage and external defibrillation. Brockenbrough was conducted with using sound catheter, after that, thermocool® smart touch® sf bi-directional navigation catheter was then inserted into the left atrium, but the catheter was difficult to move, so we tried inserting thermocool® smart touch® sf bi-directional navigation catheter into the left atrium again. At that time, the patient's pulse was prolonged, blood pressure decreased, and it shifted to ventricular fibrillation (vf). Since the patient developed vf, vf was stopped with extracorporeal dc, and blood pressure also recovered. Pulse returned at a constant rate but not in sinus. No further ablation was performed and the patient was left the room and transferred to another hospital. Although not sinus, pulse returned to around bpm 100, and blood pressure also recovered. Additional information was provided. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that there was no malfunction on the biosense webster, inc. Products. The medical interventions required were drainage and defibrillation. The outcome of the adverse event was that the patient improved. There is no information about the hospitalization.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30564295l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).